Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 225 mg/dl at the time of incident. The customer stated that the pump got wet the day before and was alarming motor error. The customer stated that he jumped into the water and forgot the pump was still on. He tried to dry the pump under the sun but the buttons would not work for a while. He removed the batteries and received the low battery alarm. They were unable to rewind and complete the self-test due to the motor error alarms. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.